Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer was treated with manual injection high blood glucose level. Customer declined troubleshooting for high blood glucose. Customer also reported critical pump error with open book image and multiple pump error alarm. Customer reported insulin pump performed safety checks and error was found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and sleep current measurement. No unexpected pump error 23, pump error 68, pump error 49, or pump error 24 noted during testing. However, no vibrating noise noted during self test. Problem isolated to vibrate motor.